Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1251938; d4: medical device expiration date: 30-sep-2026; h4: device manufacture date: 08-sep-2021. D10: device available for eval yes, d10: returned to manufacturer on: 15-jun-2023. H6: investigation summary 60 open and 10 sealed 31g x 8mm pen needle samples and three photos were returned from lot. No. 1251938, cat. No.320102. A clog test was carried out on 20 open samples and 10 sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that about 10 bd micro-fine¿+ pen needles failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "patient reported that the chemical liquid did not come out properly. Product was given to patient with cs prescription. When using the product, the patient would attach it to the insulin injection and make sure that the liquid would come out, but the chemical liquid did not come out properly. The same event has occurred in almost 10 of them recently. The patient has been using this product for a long time. This event has occurred since the last prescription."

Event description:
It was reported that about 10 bd micro-fine¿+ pen needles failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "patient reported that the chemical liquid did not come out properly. Product was given to patient with cs prescription. When using the product, the patient would attach it to the insulin injection and make sure that the liquid would come out, but the chemical liquid did not come out properly. The same event has occurred in almost 10 of them recently. The patient has been using this product for a long time. This event has occurred since the last prescription."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.